Event description:
During service, the baxter service tech reported that a fail code 530 occurred at power up. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.